Manufacturer narrative:
No lot # info was provided for evaluation. One partial, used sample measuring approximately 10 and 1/8 inches long was received and observed to be torn at the fourth drainage eye. The sample was examined under magnification and no evidence of punctures were observed. The torn surface of the drain was jagged, which indicates excessive force used to remove the drain. A sample of the drain was tested per release specifications and met the minimum tensile strength requirements. All drains are tested as a finished good device for visual inspection to verify that product is free of cuts or tears on the surface of the drain. Additionally, all values for wound drains for the last two yrs were above those specified in the international standard for surgical drains, and no rejections were found during the last 24 months. Although the actual sample was received torn, there was no evidence of any manufacturing issues that may have caused or contributed to the reported problem. Standard labeling of instructions for use for wound drains shows: to avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure, to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments, which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary, if drain is difficult to remove or breaks. Baseline report previously filed.

Event description:
It was reported that upon removal of the drain, the device almost broke at the fourth drainage eye. Medical intervention was not required, because the doctor was able to remove the drain intact. There was no impact to the pt and no other complications were reported.